Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that approximately a month ago the physician inserted the 18 ga x 2 1/2" introducer needle into the patient and found there was a leak. The introducer needle was inserted and when pulling back on the raulerson syringe plunger, it sucked air. As a result, another kit was used to complete the procedure. They do not know if this caused a delay in treatment and no patient death or complications were reported.